Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the previous physician did not measure right, the distal tips were too short. The device was explanted and replaced. No other adverse patient effects were reported.